Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The customer obtained blood glucose readings of 331 mg/dl and 69 mg/dl on a contour next link 2.4 meter at 2:21 p.m. And 2:29 p.m. Respectively. There was no allegation of an adverse event. Since the customer used all the test strips from the affected vial, no test strips are expected to be returned. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer only returned the contour next link 2.4 meter. The serial number of the returned meter was different from the one they alleged obtaining inaccurate readings on. The customer's returned meter was tested with in-house contour next test strips from lot # 8kpeg12c and in-house contour next control solution from lot # 9bv2g39, which gave satisfactory performance.